Event description:
Reportedly the device was explanted at implant due to incomplete coaptation of the leaflets. A 29 mm sizer was used, sizer was fine. The valve was then sewn into the annulus but could not get the leaflets to coapt. The deployment was correct. The valve was replaced with a 7000tfx, 27 mm. Event described as no suture loop, lazy leaflet not coapting. Information learned from edwards hvt sales representative.

Manufacturer narrative:
Device not returned.